Manufacturer narrative:
(B)(4). Customer will not return the product. Most likely underlying root cause of malfunction: user hematocrit outside of range. Manufacturer contacted customer with follow up phone calls to know whether the customer's symptoms persist; customer states is feeling well without any diabetic symptoms; customer did not seek medical attention due to the symptoms reported on the initial call; customer provided with another brand meter by pharmacy and customer will continue using it; customer was informed if decide use the true product again that does not hesitate to contact us for assistance with the product.

Event description:
Consumer reported complaint for e-0 error message. The customer reports symptoms of feeling thirsty and weak. Customer advised to seek medical attention and disconnect the call. The customer declined and stated that wants "to figure out to work the meter".customer instructed the system is designed to give accurate glucose results from a blood sample that is within the hematocrit range of 20%-70% that if hematocrit is below 20% or above 70%,this is possible reason of e-0 error message. Customer was asked if has been diagnosed with anemia, customer has been diagnosed with anemia and prescribe with iron pills,customer states that has kidney problems but denied any kidney failure the test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is undisclosed. A back to back test run on the customer and repeat e-0 errors results.